Manufacturer narrative:
The sample was not returned for evaluation. A review of the device history record revealed no manufacturing anomalies. A retention sample from the same product code/lot number combination was obtained. Visual inspection was performed on the retention sample, during which no anomalies were noted. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample was manually run through each of these tests to determine if the umbrellas were functioning properly. All tested had passing results. A root cause could not be determined; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve leaked. Approximately 30-50cc of blood loss. Product was changed out. Procedure completed successfully.